Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. The femoral component is covered with a polyethylene segment. This polyethylene segment is damaged above the modular stem at the height of the taper likely by a screwdriver. The tip of the taper screw is damaged as well. The disconnection occurred between the modular stem and the femoral component underneath the polyethylene segment and is thereby not visible and not investigable.the patient surgery reports and x-ray images represent a poor bone condition at a bmi of 31.4. As we didn't receive permission for a destructive testing we cannot investigate the disconnection between the modular stem and femoral component in detail. The poor bone condition in combination with an obese constitution of the patient could have contributed to the disconnection. According to the quality documentation review a product failure is not assumed. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
On (B)(6) 2017: breakage of right femur on tka: revision surgery with link implant + bone graft. On (B)(6) 2017: failure of the implant (disassembly of the morse taper with decrease of the screw: abnormal rotation movement of the feet). New surgery with link "endomodell" with cemented stem [ch rodez].